Event description:
It was reported that the customer was in a car accident and there was damage to the buttons of the insulin pump. Customer stated that the insulin pump has been alarming no delivery since the accident. Customer's blood glucose level was 600 mg/dl. Customer also stated that the physical damage to the pump includes a big dent between the arrow buttons, close to the lcd screen. Insulin pump will need to be replaced. Customer reported that he was unable to troubleshoot at the time of the call. Customer advised to do a complete set change. Customer does not want to return the set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, corroded battery tube, and dented keypad overlay in between up and down arrow buttons.